Event description:
It was reported that a peritoneal dialysis (pd) pt with congestive heart failure was hospitalized for syncope and general weakness on (B)(6) 2014 and discharged on (B)(6) 2014. Upon discharge, the pt was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Per the pt's pdrn, changes have been made to the pt's blood pressure medication. Midodrine was prescribed following the hospitalization. The pt's nephrologist has decreased the number of exchanges prescribed for the pt. A supplemental report will be submitted upon completion of plant's investigation.